Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leak event on (B)(6) 2024. The infusion set was in use for four days.the leakage was at site. No further information available.